Manufacturer narrative:
UDI is unknown. This MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found tampered seal label was missing. Scratches and cracks found on lens screen: battery door missing. Functional testing passed. Unable to replicate the reported issue. Root cause cannot be determined as the sample was successfully tested and no discrepancies were detected. Replaced the air detector as a preventive measure.

Event description:
It was reported that the pump had a can't infuse alarm. Event did not cause permanent harm to patient. Patient received less than ordered dose of sedation.